Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 590 mg/dl and a bolus was delivered in an attempt to address elevated bg. Customer went to the emergency room and was admitted to the hospital. Insulin was administered and intravenous fluids for hydration. Cause of elevated bg was not reported. No issues were identified with the pump supplies. Customer was discharged on (B)(6) 2018 with elevated bg resolved.